Event description:
Information was received that the cadd legacy pump had double beep no cassette alarms as well as screen damage. No reported adverse effects. Additional information was received by smiths medical on 18-dec-2018: the event occurred on (B)(6) 2018, and did not occur while in use with a patient. The event did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of double beep no cassette was verified. The event log did not show the error. The downstream occlusion sensor will be replaced in service. Use testing was performed. The problem source is the downstream occlusion sensor.

Event description:
Information was received that the cadd legacy pump had double beep no cassette alarms as well as screen damage. No reported adverse effects.